Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge, a handpiece (unk model), and a viscoelastic. Not enough info was provided to complete a phr review for the cartridge or handpiece lot. The viscoelastic used is unapproved for the lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire was received. (B)(4).

Event description:
An individual reported that months following the intraocular lens (iol) implant procedure, the pt had a vitrectomy and the lens was removed by a retina specialist. The pt remains aphakic with plans for a future implantation. Add'l info was received from the tech, who reported that a posterior capsule tear during the initial cataract surgery. The tech does not know the cause of the posterior capsule tear or if the lens was in contact with the pt at the time of the capsule tear. The pt has a history of diabetes and months after the cataract surgery, a vitrectomy was performed due to a vitreous hemorrhage. The cause of the vitreous hemorrhage is also unk. The surgeon indicated the use of an unapproved viscoelastic. Add'l info was received from the surgeon, who reported that in his opinion the iol did not cause contribute to the event. No specific reason was provided.